Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was being used to clip the cystic duct, the clip looked fine however it was able to side right off the vessel when the surgeon checked it with a grasper. An er320 device was used to complete the procedure. No adverse consequences reported. The device was discarded.